Event description:
It was reported that the cap had separated from the housing of a large volume infusor. This was found when the packaging was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and revealed that the red coil cap had separated from the housing. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
((B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.